Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the returned rt204 adult breathing circuit inspiratory limb was tested using a multimeter. Results: the inspiratory heater wire was open circuit due to a break in the connection between the heater wire and the right heater wire pin. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. In this case, the heater wire subsequently became open circuit, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that they found an open circuit in the inspiratory limb of an rt204 adult breathing circuit. This was found before patient use.